Manufacturer narrative:
Complaint confirmed, the ceramic at the tip broke off. The electrode is blackened, indicating the device was used. The shaft is bent and the gray coating is damaged near the distal end. A likely cause of the event is user-applied mechanical forces.

Event description:
It was reported that during a hip arthroscopy the ablator broke into many pieces. The surgeon reported that there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.